Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient experienced an event in which infusion set cannula got dislodged/ was not actually under the skin on (B)(6) 2025. The blood glucose level was 400mg/dl. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6010691 have already been previously tested in the (B)(4) on 30/apr/2025. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6010691 was manufactured according to the work instruction (wi) version 75 manufactured in the line 5, on 10/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 08/may/2025 against malfunction code soft cannula dislodged from tissue during use and lot 6010691 and no other complaint has been registered in database for the same lot 6010691 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.